Manufacturer narrative:
The investigation for the high purge pressure issue has been completed. Pump was not returned for investigation. Data log shows approximately 5 days of gradual rise in purge pressure followed by the high purge pressure alarm. There were no motor current spikes reported during the purge issue. Also, the purge trend returned back to the normal specification range with a gradual decreasing trend. The root cause of the high purge pressure issue was most likely biomaterial buildup based on data log review.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 had a brief high purge pressure system blocked alarm. The purge cassette was replaced but the issue was not resolved. Suggestion was given to the team to start tissue plasminogen activator. The purge pressure was resolved. It is unknow how the issue was resolved.